Manufacturer narrative:
(B) (4) - procedure aborted; surgical intervention required. Failure to deliver energy. Entrapment of device or device component. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure on (B) (6) 2010 (patient weight unknown). According to the complainant, when the physician had positioned the snare to remove a polyp, he had issues applying cautery; no energy was being emitted from the snare. The complainant tried to resolve the issue by exchanging the active cord and generator, but was unsuccessful. The physician then attempted to remove the snare from within the patient, but noticed that it had become embedded within the polyp tissue and it would not disengage. The physician had to cut the catheter of the snare in order to remove the colonoscope and snare handle. The procedure was then aborted and the patient was sent to surgery to remove the snare and the remainder of the polyp. The patient's condition at the conclusion of the surgery was reported to be good. No further complications arose. After the procedure, it was confirmed that the initial active cord and generator were functioning properly.

Manufacturer narrative:
The returned device was cut at the handle. Although all components were returned, because the device was cut, an evaluation of the device could not be performed. The reported malfunction of failure to cauterize could not be confirmed because of the device's condition. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a sensation standard oval snare was used during a colonoscopy procedure on (B)(6), 2010 (patient weight unknown). According to the complainant, when the physician had positioned the snare to remove a polyp, he had issues applying cautery; no energy was being emitted from the snare. The complainant tried to resolve the issue by exchanging the active cord and generator, but was unsuccessful. The physician then attempted to remove the snare from within the patient, but noticed that it had become embedded within the polyp tissue and it would not disengage. The physician had to cut the catheter of the snare in order to remove the colonoscope and snare handle. The procedure was then aborted and the patient was sent to surgery to remove the snare and the remainder of the polyp. The patient's condition at the conclusion of the surgery was reported to be good. No further complications arose. After the procedure, it was confirmed that the initial active cord and generator were functioning properly.